Event description:
Report #2 of 3 received of leakage at the reseal of a male adapter plug. It was reported that a patient in the nuclear medicine department was being injected with an unspecified radioactive isotope via a male adapter plug. The department uses bd precision glide 21 or 23-gauge needles for the injection. Reportedly, three consecutive leaks occurred involving the same patient. It was reported that a few drops of radioactive material leaked where the needle enters the reseal of the male adapter plug with the initial accessing of the plug. It was unknown by the customer exactly where needles were inserted on the reseal plug that lead to the leaks. When the leaks occurred the male adapter plug was changed out. There was no reported patient harm or adverse patient effect. Although requested, no additional information was available.